Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar (fb) instrument associated with this complaint and completed investigations. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system, passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar (fb) instrument locked up while in use. The customer had to use the instrument release kit (irk) to release the instrument. The procedure was completed with no report of patient harm, injury, or adverse outcome.